Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to skin breakdown, extrusion of the receiver-stimulator and migration/incorrect placement of the electrode array. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery under general anesthesia on (B)(6) 2025 in order to excise postauricular soft tissue and local skin advancement flap was performed. During the surgery, the wound was also irrigated.

Manufacturer narrative:
Device analysis report attached.